Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that post implant, the lead did not capture. This was note at the followed-up. The lead was capped and another was implanted. No patient complications have been reported as a result of this event.